Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively confirmed via mammogram and MRI, and after consultation with a physician. The patient is scheduled for bilateral explantation and replacement surgery with mentor gel devices on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of surgery has been rescheduled to (B)(6) 2021. Hence, field d6b is (B)(6) 2021 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2021, mentor became aware that the replacement devices used on october 20, 2021 were catalog number 3503504bc; serial number (B)(6) on the left side, and catalog number 3503504bc; serial number (B)(6) on the right side. On november 3, 2021, mentor became aware that impacted device was discarded by mistake. Codes have been updated accordingly under section h on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).